Event description:
Customer stated the number printed on the code key did not match the code displayed on the device screen. No controls in use. A request was made for return product and replacement product was sent.